Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 430 mg/dl. The customer corrected with a bolus from the pump and received no delivery alarm. The customer fixed the occlusion by getting a plunger and pushing the insulin through the tubing. The customer stated that the continuous glucose monitor does not work. The customer resulted in manual injections because he was not getting insulin.